Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate plus profile 450cc saline prosthesis, catalog #3502450, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with an unknown mentor saline prosthesis experienced spontaneous right sided deflation post procedure. As a result, the device was replaced with a mentor smooth round moderate plus profile 450cc saline prosthesis in (B)(6) of 2012. The replacement implant also deflated, and was reported under 1645337-2020-02975.